Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for an unrelated issue. During the device evaluation, technicians identified insufficient adhesive in the screw holes of the distal end, and the acoustic lens exhibited peeled damage with exposure of the glue layer. The cause of the malfunctions could not be determined. There was no patient involvement.